Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instruments data, the fse cleaned the ise module. Ran calibration and qc material all within specification, the cause of the discordant na patient result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia 1200 sodium (na) result was obtained on a patient sample. The laboratory repeated the sample and the corrected report was issued to the physician. There were no known reports of patient intervention or adverse health consequences due to the discordant na result.